Event description:
It was reported that one day post-implant, an increase in lead impedance and capture thresholds was observed. X-ray revealed that the lead tip was not at the same angle as implanted. The physician suspected dislodgement. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.